Event description:
The customer reported that there was a scratch on the screen of his insulin pump and it was sometimes hard for him to see. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).